Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 592 mg/dl back to back with a result of 122 mg/dl on the compact plus system when testing was performed within 10 minutes and the blood sample came from the leg. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.